Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 70 mg/dl at the time of the incident. The customer was given glucose tablets to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated that the pump did not beep or alarm. The customer's health care professional's office had called and stated that the pump was suspended and felt it was not working for the customer. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with operating currents within spec. Unit passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit passed dat test at 0.0875 inches. No over delivery noted. Unit received with cracked battery tube threads, cracked lcd window, minor scratches on case, cracked reservoir tube lip, cracked case at display window corners and minor scratches on lcd window. Unit received with corroded battery tube.